Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary urge incontinence. It was reported that their ins failed/malfunctioned, meaning that the device didn't do what it was supposed to do. The patient stated recent problems with controller their bladder resulting in episodes of incontinence and recurrent utis since 2 weeks ago. On 2026-may-06 additional information was received from a manufacturer representative (rep). The rep reported that it was unknown regarding the cause of the failed/malfunction/device didn't do what it was supposed to do and it was unknown if the uti was related to the device or therapy. On 2026-may-07 additional information was received from a healthcare professional (hcp). The hcp reported that there was a product problem, but the patient recovered without sequela. It was also reported that the patient's child described the patient's device as being deviated to left compared to the original implant site. The patient had difficulty controlling their bladder resulting in episodes of incontinence and recent urinary tract infection. Lab data included: wbl per hpf >100, urme bacteria-rare, leukocyte esterase large. Date of testing was (B)(6) 2026.